Event description:
Information was received from a manufacturer employee regarding an unknown patient receiving an unknown morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient had a morphine pump and they did not know if it was working. The patient has been in the ICU (intensive care unit) for 3 days and was in and out of consciousness. The healthcare provider (hcp) who manages the implant/pump was in india and they could not get a hold of anyone to check and see if the pump was working or not. The patient was at a hospital in colorado. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported the initial reporter information and patient information. It was later reported on 2017-nov-07 that the patient's weight was unknown and the patient's healthcare provider (hcp) was unknown. No further complications were reported/anticipated.